Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the leading haptic slipped back on to the anterior chamber. The surgeon then refilled with viscoelastic, cut and removed the iol. There was temporary bleeding from the iris during the removal and an anterior vitrectomy was performed. Additional information has been requested.